Event description:
It was reported that (1) hp052 was used during a lavh procedure. It was reported by the rep that a solid tone was heard from the harmonic scalpel generator. The test tip was used to determine that the handpiece was not functioning properly. A second handpiece was used to complete the case. There was no consequence to patient.